Manufacturer narrative:
Device has been requested; however, it has not yet arrived. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
A report was received from a user facility in (B)(6) stating: "using 23 gauge vitrectomy cutter to perform the core vitrectomy with a fixed cut program, they mentioned seeing the cutter stopping at high vacuum (program maxing at 500 mmhg). The system still was active and they did not notice any changes in the vitrector sound. They observed traction and had to reduce the vacuum to re-activate the cutter. There was no injury to the patient and the surgery was performed according to plan."